Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Mon 5/20/2024 8:48 am. --------------- forwarded message --------------- from: ________ sent: 5/17/2024 12:10 pm to: customer_support@bd.com. Bd restricted. From: _______ sent: thursday, may 16, 2024 8:30 pm. To: investor relations <investor_relations@bd.com> subject: in reference to insulin pen needles 4mm x 32g bd nano pen needles 2nd gen. My husband received the pen needles to take lantus insulin. The pen needles fit the insulin pen but when he pushes the dial down to inject the insulin, nothing comes out the pen needles. What is he doing wrong? Is there a certain way to get the insulin to come out the pen needles? Thank you.